Event description:
Allegedly removed, due to broken plate.

Manufacturer narrative:
Investigation is not complete. Additional info has been requested from the surgeon and the user facility. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be updated when the investigation is complete. The device event code is addressed in the package insert.